Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Event description:
A healthcare professional reported via a manufacturing representative that an open circuit for the right lead/extension after they connected it to the new ipg( implantable neurostimulator). They replaced with another ipg and impedance read normal. It was indicated that the issue was resolved. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
Final analysis of the neurostimulator ((B)(4)) revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.